Event description:
It was reported there was a discrepancy between the medication volume that had infused, and the volume displayed on the pump. There was patient involvement but no harm.

Manufacturer narrative:
Correction: initial reporter occupation, other occupation, report source and report source other. Annex b: b21, annex c: c21, annex d: d16. Additional information: device eval by manufacturer? And manufacturer narrative. Annex a: a25, annex b: b01, b14, annex c: c19, annex d: d14, annex g: g07001. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of ¿discrepancy between the medication volume that had infused, and the volume displayed on the pump¿ was not able to be confirmed from the log analysis or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. A review of the pump module and pcu error logs showed no errors related with the reported incident. No infusions were recorded the day of the reported event. On (B)(6) 2025, at 10:17 am, the last infusion recorded was programmed by guardrails drugs with the suspect device with a rate of 236ml/h and vtbi (volume to be infused) of 25ml. The drug in use was pembrolizumab and the profile was identified as ¿. Outpatient infusion¿. The infusion started with a pvi (primary volume infused) of 80.564ml. The pump module was powered off at 10:23 am with a total volume infused of 104.065ml. No further infusions with the suspect device were performed the day of the reported event. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Internal and external inspection did not observe any anomalies, and the sear was also found to be properly closing the administration set safety clamp when the door was opened. Rate inaccuracy conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue of ¿discrepancy between the medication volume that had infused, and the volume displayed on the pump¿ was not able to be identified. The pump module was found to be infusing within specification, the returned devices were fully evaluated, and no anomalies were found during laboratory testing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported there was a discrepancy between the medication volume that had infused, and the volume displayed on the pump. There was patient involvement but no harm.